Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device had cracked battery tube threads, reservoir tube lip, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was beeping and it had a black circle on the device, button error. Customer was unable to clear the alarm. Customer's blood glucose was 192 mg/dl. Customer didn't recall if the device was exposed to moisture or if was bumped or hit. Customer removed the battery for 30 minutes however, anomaly persisted. The device is returning for analysis.